Event description:
It was reported that the user experienced recurrent low blood glucose, with a documented nadir of 68 mg/dl occurring overnight, and patterns of postprandial highs followed by lows around mealtimes; the user sometimes did not announce meals and agreed to additional training to improve meal announcements. Symptoms included hypoglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization.

Manufacturer narrative:
Investigation included review of device use history and user report. Investigation of this case revealed inconsistent meal announcements and glycemic variability around meals. It was concluded that the event was related to user management factors, with cause of hypoglycemia not fully determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.